Event description:
Information was received from the patient that an infection occurred. The patient also reported the implantable loop recorder never worked correctly and fell out while she was at the clinic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The initial reported infection event was received on 2014 (B)(6) and was reported via alternative summary report (asr) (submitted on 2015-01-30). Information was subsequently received on 2015-03-25 and revealed device migration. This new information does not qualify for asr reporting and is therefore being submitted as a bimonthly medwatch report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).